Manufacturer narrative:
(B)(4).

Event description:
It was report when an asymptomatic patient presented to the clinic for follow up, out of range hv lead impedance was observed. X-rays noted the svc coil separated into two sections. Defibrillation threshold testing was performed. Performing a fluoroscopy was recommended. The patient will continue to be monitored. The patient condition is fine.